Manufacturer narrative:
Additional narrative: date of manufacturing for the un-packaged part was february 27, 2013. Device history review: a review of depuy synthes (B)(4) device history records for manufacturing revealed no complaint related issues. Part number: 04.034.449; lot number: 7283222; raw material number: (B)(4); manufacture date: february 27, 2013. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a procedure to remove a tibia nail that was implanted on an unknown date over eighteen (18) months ago. The surgeon noted that the distal third spiral tibial fracture was well healed. However, the patient continued to experience persistent anterior medial shin pain that would not allow her to run. The patient was able to walk with mild discomfort. The surgeon took a bone scan that showed increased signal and uptake throughout her tibia. The surgeon elected to remove the tibia nail to see if this would improve the patient¿s symptoms. All hardware was removed (intact) and was returned to the patient. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Patient¿s initials are (B)(6). Date(s) of persistent post-operative pain are unknown. Date of original implant is unknown. Complainant part was returned to the patient; it is unknown if it will be sent to the manufacturer for review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested. Device history review: manufacturing location: (B)(4) - manufacturing date: march 7, 2013. This complaint is assessed as not related to packaging. Vendor of the corresponding non- packaged part 04.034.449, lot# 7283222 is synthes USA hq, inc. Thus, device history record review for unpacked part should be performed at the us site. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.